Event description:
A cracked and shattered touchscreen on a pump was reported after the device was dropped and hit the ground, rendering the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. The customer opted to use a backup insulin pump to ensure continued insulin delivery.